Event description:
It was reported that on (B)(6) 2024, a 24mm amplatzer septal occluder was chosen for implant using an unknown delivery system. During procedure, the device had a cobra deformation and it got retrieved back. The deformed device was never released from the delivery cable while inside the patient. There was a report of interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new non-abbott device was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed via returned device analysis. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.